Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The device has been explanted and was shipped for investigation. Reportedly, the reason for explantation was no hearing response and the device was not functioning anymore.

Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. However, to determine an exact root cause device investigation of the explanted device would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The device has been explanted and was shipped for investigation. Reportedly, the reason for explantation was no hearing response and the device was not functioning anymore.

Event description:
Confirmation was received that sn 07218 is still implanted. This complaint was opened in error based on the delivery information received from the field stating the wrong serial number.

Manufacturer narrative:
Additional information: according to additional information received the serial number was stated by mistake on a delivery note of explanted devices and med-el hq triggered a complaint based on this information. It was now confirmed by the clinic that the device with the serial number (B)(6) is still implanted and in use. No failure for the device with the serial number (B)(6) was reported.